Event description:
It was reported to the project specialist that paint is chipping off the dual forks of the surgical light. Facility reported they had filed a report the same week where a paint chip fell into the sterile field. Project specialist examined all 5 rooms of alm light and took photos of the areas or paint chipping. The facility has set up appointments with the project specialist to provide training to their staff on proper positioning of the light to prevent the repeated bumping that eventually causes the paint to chip. In addition, the facility was provided a proposal for refurbishing the 4 1/2 year old lights that would include newly powercoated forks.